Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('bilateral essure coils are embedded with the myometrium at the fundus, 1.8 and 2.0 cm') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort, cramp in lower abdomen, biopsy endometrium, uterine fibroids, cervix inflammation, uterine leiomyoma and nabothian cyst. Concomitant products included oral contraceptive nos since 2014 for contraception. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic") and back pain ("pain, back"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and abdominal distension ("bloating"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, back pain and abdominal pain outcome was unknown and the pelvic pain, genital haemorrhage and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: other successful placement. Concerning the injuries in the case, the following ones were described in patient's medical records: heavy bleeding, pelvic pain, bloating, back pain, menorrhagia . Concerning the injuries in the case, the following one was extracted from patient's medical records;embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs and mr received: reporter information, product insertion and removal dates updated, medical history, event injury deleted, new events pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhea, dyspareunia, back pain, abdominal pain and abdominal distension added. Outcome for the events pelvic pain, genital haemorrhage and abdominal distension added as recovered / resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.